Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer, after contacting technical support, was advised to use their current pump and multiple daily injections as a backup therapy. Technical support decided to replace the malfunctioning pump, and the customer will receive a pump with updated software. Instructions were provided for returning the faulty pump and for setting up the new device, which the customer understood and acknowledged.